Event description:
Complaint alleged that the siderail was not latching. No injury alleged.

Manufacturer narrative:
Technician found that the siderail would not latch because the nut was missing from the bolt. The end tube was bent and missing the screws. Replaced with new tube and screw set to resolve this issue.